Manufacturer narrative:
This report is submitted on 24 november 2020.

Event description:
It was reported that the patient was hospitalised upon bleeding and treated with IV antibiotics.

Manufacturer narrative:
This report is submitted on october 30, 2020.

Event description:
Per the surgeon, the patient experienced bleeding and an infection following the implantation in (B)(6) 2020 (implant date unknown). The implant remains in-situ.